Manufacturer narrative:
The customer reported to technical support that the cpu was replaced, and the unit was returned to use. Multiple attempts were made to obtain the patient's contextual information but were unsuccessful.

Manufacturer narrative:
Date of report: 02aug2021.

Event description:
It was reported that the ventilator was making a loud alarm sound, with no alarm message on the screen. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and found no error codes in the ventilator diagnostic logs. The customer was advised that the issue was with the central processing unit (cpu). Customer was provided with part number. Other information is pending.